Event description:
It was reported that t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer switched to a different, non-tandem charging cable, and pump began charging.